Event description:
In 2008, the patient's diabetes educator reported that the down button of the patient's infusion device was no longer working. Upon follow up with the patient the next day, she stated that she must press the button several times and hold the button down hard for it to respond. This began a "couple" of months ago and due to this she has not been able to bolus correctly or adjust her basal rates. She also reported that the insulin delivery of the infusion device was much slower than her other infusion device. She stated that for the past few months she experienced erratic blood glucose readings and she believes it is due to the button and insulin delivery issue. She has had to call the paramedics multiple times, usually due to low blood glucose. Specific details of these incidents were unknown. She stated that she treats low blood glucose by eating sugar, honey, or glucose tablets. She stated that her blood glucose has ranged from 36-450mg/dl during the past week. She stated that she had switched to another infusion device and her blood glucose measured approximately 115 mg/dl. Product was replaced and requested to be returned for evaluation.